Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported aortic insufficiency could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was evaluated by structural heart specialist due to aortic regurgitation. The patient underwent transcatheter aortic valve replacement (tavr) on (B)(6) 2018. No additional information was provided.